Event description:
It was reported that the customer was taken to the doctor because his blood glucose was over 1000 mg/dl. It was stated that the customer had hard time breathing and when he checked his glucose level was at 1100 mg/dl. The fiance was calling from ta store and stated that the customer was getting a treatment at the urgent care clinic. Advised the fiance to call us back when she is with the customer, so we could get permission from the customer to speak with her. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).